Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
The customer reported the system displayed an error during boot up and would not produce x-rays. No patient injury was reported.